Manufacturer narrative:
Other, this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. D4 (UDI) is unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left, right, and bottom cases were cracked. A review of the event history log identified check syringe plunger sensor in history. During functional testing the reported issue was duplicated during the power up process. The dowel pin came loose from plunger head mount is causing all the component inside plunger assembly misaligned. The root cause of this issue was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced dowel pin and plunger head mount. Performed power up process and all functional tests which passed..

Event description:
It was reported that the pump's plunger was not working. No patient injury was reported.